Event description:
Information received indicates the head section is drifting from the low to high position.

Manufacturer narrative:
The technician replaced the head section gas spring to repair the bed.